Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was conducted and indicated no discrepancies. Pm logs were checked and all pm's were completed. Affected amount: 1pc duoderm paste 30g was manufactured under sap code 1000894 and manufacturing lot number 0b02946. Lot number 0b02946 was sterilized under lot 2173-8386a and released on review of results of sterilization provided by sterilization company steris. All of results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with pi12-021 ver 25.0 for machine paste fill. Visual inspection in accordance with pi12-021 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0b02946. This is the only complaint for the affected lot registered within the complaint system. 4 photographs have been received for this issue and have been evaluated. The photographs confirm the expected product however in one photograph it shows a different lot number to the one within the product issue information. The photographs do show the carton to be greasy. This product has since been discontinued and the line has been removed from deeside. Therefore, no further action is required. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a defective product in delivery. The tube seal was cracked, which caused leakage from under the cap and outer packaging was greasy. The product was not used on patient. A photograph depicting the issue was received from the complainant.